Event description:
A home pt's night nurse contacted baxter's tech svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the nurse initiated therapy prior to connecting the home pt's transfer set to the pt line of the homechoice set. Baxter's tech svc ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's daytime nurse.